Event description:
On 03/04/2024, infutronix received a report from a healthcare facility that a pump had an issue of ''incorrect library program loaded onto pump". This makes the pumps inoperable. No other details provided associated with this event. Device was requested to be returned for further evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there were several similar complaints that the software was configured wrongly. This pump has yet to be returned for evaluation. We cannot confirm the reported wrong library configuration. If the pumps are returned, we will reopen this complaint and investigate and update this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Device was returned to intuvie on 3/19/2024. See below for findings during testing: investigation protocols: 22. Labeling issues 22.1. Power on the pump. 22.2. Observe post. Record pump model type and serial number. 22.3. Compare to pump model type and serial number recorded from post to the pump model type and serial number on the pump labels. 22.3.1. Passing criteria: pump model type and serial number shown during post exactly match the pump's labels. 22.3.2. Passing criteria: pump labels are clear, legible and without physical damage or other which affects the ability to identify the content. Investigation results: the pump was powered on and post was observed. The nimbus ii plus pump read that the library loaded onto the pump was a out-of-box default library, plus - v1, instead, it should've been chemo-v1 library. Reported issue was confirmed. Pump does not meet passing criteria. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.